Event description:
It was reported by a customer complaint that the pt was hospitalized, due to an incident of high blood glucose. The reporter stated he believes that the insulin infusion pump with blood glucose monitor was reading low and this resulted in the hyperglycemias. The reporter believes that the glucose monitor is not giving accurate readings. The reporter stated that at the time of the hospitalization the patients blood glucose was >600 mg/dl. The reporter did not have any other details. They did not receive any alarms or alerts on the pump. The reporter will send back the pump and the monitor for system evaluation.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.